Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead. Implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was low in unipolar and bipolar. The sensing has diminished. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.